Event description:
As reported, some burrs were found at the head end of a 6f .070 xb 3.5 100cm infinity diagnostic catheter. No patient injury was reported. The device was not returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18014020 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, some burrs were found at the head end of a 6f .070 xb 3.5 100cm infinity diagnostic catheter. No patient injury was reported. The device was later returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, some burrs were found at the head end of a 6f .070 xb 3.5 100cm infinity diagnostic catheter. No patient injury was reported. The product was returned for analysis. One non-sterile unit of catheter 6f .070 xb 3.5 100cm was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, the unit was found kinked/bent on the body/shaft, those kinks were located approximately at 3.5, 26.8, 51.3, 53, 78.7 and 90.5 cm from the distal tip. Compressed/crushed conditions were noted on the body/shaft, located approximately at 5, 54.5, 57.5, 67, 71.5 and 86.8 cm from the distal tip. No other anomalies were noted during analysis. Per dimensional analysis, the catheter inner diameter (ID) and outer diameter (od), measurements were taken near the damages found. These measurements were verified against the ppe specification and found to be within specification. A product history record (phr) review of lot 18014020 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿brite tip/distal tip ¿ frayed/split/torn¿ was not confirmed during analysis of the returned device. However, several areas of kink/bento and compressed/crushed conditions were observed along the length of the catheter. The exact cause of those conditions could not be determined, however, handling and or shipping factors may have contributed to the issues, as they were not initially reported in the complaint details. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.